Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06632. It was reported the pt fell and landed on his back near his ipg, and since he is not longer receiving stimulation therapy on his right side. X-rays were taken and no anomalies were observed. An impedance check showed high impedance on all contacts. F/u identified that on (B)(4) 2013, the pt underwent surgical intervention. During the procedure a lead diagnostic with a multiprogram trial stimulator showed normal impedances for all contacts. The physician replaced the pt's scs ipg and left the scs lead in place. The pt is pending a f/u for programming of his system.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.